Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 11 mg/dl at the time of the incident, and 14 mg/dl at the time of admission. The customer was at 204 mg/dl at the time of the call, and 21 mg/dl the day before the call. The customer used food and glucose tablets to treat. The customer experienced symptoms such as sweating heavily, not feeling well, and sleepiness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering. The customer states their pump's drive support cap is flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08785 inches. Unit was received with minor scratched lcd window, cracked reservoir tube lip and scratched case.